Manufacturer narrative:
The device ro 12 022 has been inspected for investigation purpose. The tests performed confirmed that the pc was degraded due to wear and tear from use. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the pc was non-functional. No patient impact was reported. A surgery delay has been reported of 40 minutes.